Event description:
The customer contact reported the tubing set spike was difficult to remove from solution container with subsequent exposure to an unspecified chemotherapeutic agent. The tubing set was returned from an unspecified department with an unsigned note that stated, "chemo drug residual. A nurse pulled the neck of the chemo bag off when trying to remove spike. Pulling and twisting for several minutes before broke off. Part of chemo bag neck still on spike." No tracking information was provided; therefore, no specific patient information or event details were available. There were no reported adverse patient event while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.